Event description:
False positive advia centaur cp troponin ultra results were obtained on two pt samples. Repeat testing was performed for both pt samples and the results were negative. The negative results were reported to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra result is unk. The instrument is performing within specs. No further eval of the device is required.